Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring and broken battery tube threads. The p-cap did not lock into the reservoir compartment properly due to complete broken reservoir tube lip noted.

Event description:
It was reported that insulin pump was broken around the battery hatch. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.